Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The glucose level at the time of the incident was 330 mg/dl. Customer reported after using auto mode system the blood glucose level was 102 mg/dl the insulin pump will be replaced, and customer agreed to return the product for analysis.